Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
This screw was used in a t9-s1 case. It was the left s1 screw. When we were attempting to final tighten the screw it appeared to slip. Since we had not reached the appropriate torque (arrows had not matched up) we assumed the final tightener had slipped out of the blocker. He reinserted and continued to final tighten. Upon removing the counter toque, dr. (B)(6) noticed the blocker appeared to be counter sunk below the top of the tulip. I informed him that it must have popped the tulip off the screw and we removed all the blockers and removed the rod. At this point were able to confirm that it did pull the tulip off. The screw was replaced with a like screw and we continued the case. No other complications occurred.